Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/27/2025, it was reported by a arthrex subsidiary employee via (B)(6) that an ar-3610ctc-2 fibnertak spear and an ar-3600 fibertak anchor became stuck in the drill guide when the surgeon went to insert. This occurred during use in an arcr case with no patient harm. This case was completed by using another product of same product number.